Event description:
It was reported that the programmer was not operating properly. The patient is a participant in the (B)(6) clinical study. Follow-up attempts for additional information were unsuccessful. The programmer remains in use. No patient complications have been reported as a result of this event.